Event description:
Additional information was received: the interventional procedure was a transcatheter aortic valve implantation (tavi). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of mildly calcified right common femoral artery using the pre-close technique via a 8f sheath hole prior to an interventional procedure. Reportedly, there was no suture present when the plunger was removed from the proglide device. The sutures of two new proglides were successfully pre-placed. The sheath was maintained to a 8f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.